Manufacturer narrative:
This event became a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Event description:
Plaintiff underwent a total knee replacement performed with a stryker shapematch gutting guide and triathlon knee on or about (B)(6) 2012. Plaintiff alleges that the use of the shapematch cutting guide resulted in significant slope of the proximal tibia, leading to a poor outcome resulting in mechanical loosening and the need for a revision surgery. Suit filed in (B)(6). Requires revision surgery (not revised yet).